Event description:
Patient called us office to let them know that she is having issues putting the pen needles straight on her insulin pen. She stated with the last injection the pen needle broke off in her stomach.

Manufacturer narrative:
This investigation is not yet complete.